Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the returned image contained a view of a handle displaying the power handle error screen. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that there was power handle error (red circle with line). The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigpshell - sig power sigpshell control shell, lot# n3j2261y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to a procedure, while preparing the device, the handle did not work. Afterwards, the handle started up and a handle in a red circle with a line error was displayed on the screen. A new handle and shell were used to resolve the issue. There was no patient involved. Medtronic's evaluation of the device found that the analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.